Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown," "pain and burning sensation" and "joint problems, with stiffness in the morning".

Event description:
Patient reported capsular contracture, baker grade unknown, "pain and burning sensation" and "joint problems, with stiffness in the morning". Right side. Device remains implanted.